Event description:
Same case as MDR #6000093-2006-02607. It was reported by a patient that post a coronary drug eluting stenting treatment procedure, fever and itching were experienced. The caller states that he "experienced fever a few months after the second te2 stent was placed in 2005. This resolved after 7 days of antibiotic treatment." Last year he "experienced itching on the arm diagnosed by his physician as 'nerve endings' that was treated successfully with a topical cortisone product. About 3 weeks to 1 month ago, he experienced inflammation and redness, associated with itching, around the chest area, close to the area of the stent placement." The patient refused to supply the physician phone number and requested that we do not contact him. It is noted that this product was used after the expiration date.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6665071 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints related to this batch number. The cause of the difficulties stated in the complaint could not be determined.